Event description:
It was reported by service report that the side rails were stuck in the lowest position and the power cord was missing the ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Corrosion from fluid intrusion on siderail pivot arms.